Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 10-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during surgery the lead was found to have high impedance. The cause of the issue was not identified. A new lead was used to complete the procedure. No symptoms were reported as a result of the event.